Event description:
Wound drain inserted. Two days later drain was to be removed. Nurse unable to remove drain, states "met resistance". Physician attempted to remove drain and drain tubing allegedly broke. Pt to go to surgery for removal of tubing.